Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardioverter defibrillator was post paced t wave oversensing. The asymptomatic patient had missed all their appointments for the last few months so no programming changes were able to be completed. The patient was stable.